Event description:
It was reported that a button on the insulin pump was unresponsive. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Insulin pump received no button response due to flattened up button dome switch. Insulin pump was also received with scratched keypad overlay, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)